Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user input. Customer stated they changed the batteries but it did not resolve the issue. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen screen was noted. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip, cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.